Manufacturer narrative:
B1: removed adverse event, no serious injury was reported.

Manufacturer narrative:
During the evaluation of the returned samples, there were no leaks detected fleeing from the product, nor in their joins, nor air vent filter of any of th samples. The issue was unable to be replicated during analysis. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that during a twenty-four (24) hour continuous infusion of chemotherapy (doxorubicin, etoposide and vincristine), a smiths medical cadd administration set leaked at the air-eliminating filter. It was reported that the patient was started on the infusion at the hospital and then sent home for the remainder of the infusion. Per reporter, the patient returned to the hospital at the end of the infusion with a small amount of chemotherapy having leaked onto the gauze that was covering the area of the air-eliminating filter. It was reported that no medical intervention was required, and the patient was subsequently admitted to the hospital for the remainder of their chemotherapy cycles. It was also reported that two nurses reported skin exposure that required cleaning of the affected skin and one nurse reported inhalation of chemotherapy due to the leak. No adverse patient effects were reported.